Event description:
It was reported by the doctor that the leg wound of a patient was ulcerated. After cleaning the wound for the patient, doctor prepared to apply hydrocolloid dressing for treatment and found that the packaging of hydrocolloid dressing was damaged. The product was not used. No photo is available at this time.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: no photos associated with this case were received for evaluation. Batch record review: the lot 1f03169 was manufactured on 01 jul 2021 bodolay manufacturing line, with a total of (B)(4). Complaint investigator performed a batch record review on 20 sep 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704761 and manufacturing order 1586150. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: root cause(s); based on the triage team meeting carried out with the multidisciplinary team, the defect ¿channel in the seal/open seal-bodolay¿ is related to: 1. Machine: there is not a tool on the conveyor to guide the correct dressing trajectory. 2. Machine: there is not a detection system on the machine able to catch channel or open seal corrective and preventive actions identified will be taken through corrective and preventive actions (CAPA). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.